Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed. The evaluation revealed a shard penetration.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a shard penetration.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and topical skin adhesive was used. Upon using the pen, when the vial was being squeezed, glass came through the plastic. No adverse patient consequences were reported.